Event description:
It was reported that the system locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system interface pcb was evaluated and replaced. The system was tested, found to be working as intended and returned to service.